Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous cephalic vein of the left upper arm. A 7.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion and was inflated twice. The first inflation was to 15 atmospheres, during the second inflation the balloon ruptured at 20 atmospheres. The balloon was completely removed from the patient and the physician completed the procedure with another of same device. No patient complications were reported and the patient's condition is good.